Manufacturer narrative:
The DHR for pad-pak lot j0209 was reviewed and revealed the returned pad-pak was 1 of 270 manufactured on the 20th may 2017, 269 of which were released from heartsine on the 1st june 2017.. The device history records for the reported sam 300p device (sn: (B)(4) ) were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted, and no concessions/deviations were applied. The sam 300p passed out qat from heartsine technologies on the 15th july 2010. Upon investigation, measurements taken on the pad-pak confirmed the batteries to be depleted beyond any use. Consistent depletion was observed on all battery cells, indicating they had been depleted by an external load. The initial customer communication detailed that the returned pad-pak was used in a sam 300p device (sn: (B)(4)). The reported fault could be attributed to any number of factors, such as the storage conditions of the device. However, the sam 300p was not returned for investigation, therefore the storage conditions could not be confirmed, and the root cause could not be determined. The pad-pak shall be scrapped and replaced.

Event description:
Pad-pak batteries depleted before expiry date. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Pad-pak batteries depleted before expiry date. There was no patient involved in this event.